Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the staff really does not like the new vasoview hemopro. It has more smoke, it is hard to pull the toggle back and they miss the audible sound as well. They stated it was a confirmation that the device was engaged and activating. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that the staff really does not like the new vasoview hemopro. It has more smoke, it is hard to pull the toggle back and they miss the audible sound as well. They stated it was a confirmation that the device was engaged and activating. The hospital did not report any patient effects.